Manufacturer narrative:
Product analysis: visual examination, and comparison to multiple sample inserters did not identify missing screw. Functional evaluation of the inserter confirmed the ability to securely hold a sample rod. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instruments appear to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple products involved in this event. It is unknown which product caused the event. Product ID: 7570900, lot number: rs11a021, quantity: 1; product ID: 7570900, lot number: rs11k010, quantity: 1. (B)(4) (change to open procedure). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: transforaminal lumbar interbody fusion (two levels), levels implanted: l3-s1 it was reported that, intra-op, inserters were not fit for purpose for the procedure, as they were unable to hold the rod for insertion. A screw was missing from the inserter. It appeared that the screws were lost when these instruments were processed prior to being shipped. As they are used for a procedure, this was critical for the case. The surgeon had to revert to an open procedure to allow the rod to be inserted safely. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.